Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure. According to the complainant, during the procedure, the tip of the injection gold probe detached into the patient. The staff informed the physician that the tip remained in the patient; however, the physician reportedly "did not seem concerned" and left the tip to pass naturally. Post procedure, the patient went for an x-ray, unrelated to the case, and the distal tip was visible in the images. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4) 2012, the event was reported as having occurred approximately two months ago. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.